Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge service territory manager (stm) replaced the doppler probe, the 9v battery in the doppler unit, and the helium cylinder. The stm then performed all functional and safety tests which passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that during device check out by a getinge service territory manager (stm) the doppler of the cs300 intra-aortic balloon pump (iabp) was not working. There was no patient involvement; thus, no adverse event was reported.

Event description:
It was reported that during device check out by a getinge service territory manager (stm) the doppler of the cs300 intra-aortic balloon pump (iabp) was not working. The iabp is a loaner/rental at this facility. There was no patient involvement; thus, no adverse event was reported.

Manufacturer narrative:
The getinge service territory manager (stm) has advised that the 9v battery was replaced in the doppler because it was dead. In addition, the helium cylinder was replaced because the unit is a loaner unit which was transported without helium and the stm had to then consume a helium cylinder out of his stock to operate the iabp.